Event description:
(B)(4). Within one week of the procedure I notice irritation symptoms of yeast infection, symptoms of uti's, pain when my bladder is full, pelvic burning sensation in the urethra and vaginal area, numbness and loss of sensation, difficulty with sexual orgasm, redness and burning muscle pain in the thigh area, lower back pain, dryness and irritation in my vision and severe dryness in the vagina.

Event description:
(B)(4). Essure was inserted (B)(6) 2015. My surgery to remove fallopian tubes with essure was done on (B)(6) 2015. My symptoms persisted after being bounced around from doctor to doctor after finally having a CT, MRI and then a pelvic x-ray it was finally proven that a fragment of essure is seen now my doctor is discussing a hysterectomy!!